Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. The device was surgically explanted. No additional adverse patient effects were reported.